Manufacturer narrative:
Retain product was evaluated and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first patient. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that four patients experienced a reaction to integrity temporary c&b material. This patient broke out in blisters and had a swollen nose. The doctor prescribed amoxicillin and a mouth wash to combat the patient's symptoms.